Event description:
A contact from a hospital reports that two safety syringes with lot number: 56895 resulted in coring the medication bottles being used. The medication typically used with the syringes are vancomycin and entyvio. The contact stated that during injection the needles do not feel dull but will have a negative effect on their medication vials.

Manufacturer narrative:
Initial trend analysis for lot: 56895 was conducted, no malfunctions were found. This is the only complaint for lot: 56895. Further investigation will be conducted to determine the root cause of complaint.